Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the battery doesn't charge. There was no reported pr involvement and/or pt impact.